Event description:
It was reported that during a da vinci si hysterectomy procedure, the surgeon was unable to articulate the mega needle driver instrument. Upon removal of the mega needle driver instrument from the patient, it was noted that the wire on the instrument was looped. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument was returned with the pitch cable broken at the distal clevis hub. The cable segment that contains the crimp remained installed in the clevis. The clevis does not exhibit excessive damage. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.